Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the device history record for 00515047500, lot number z000005514, identified no relevant deviations or anomalies. Product examination could not be performed as no product was returned for this complaint. This complaint canot be confirmed. The reported event claimed that the sealed unit had ruptured before it had been opened. While rare, this kind of event occurs when the batteries overheat from a short circuit. To address this issue, change notice cn 22170 has been implemented to adjust the length of the wires inside the battery pack. This means that there will no longer be a need to tightly fold wires inside the battery pack in order for them to reach their respective circuit contacts. This reduces the risk of a short circuit. The root cause of the reported event could not be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the item was opened in prep for a theatre case. Upon opening a cloud of black powder was released from the packaging. The batteries appear to have exploded and the roof of the packaging has also been charred. No patient involvement. No adverse events have been reported as a result of the malfunction.